Event description:
It was reported that "procedure was performed open lysis of adhesion and insert exchanged."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been complete, any additional info, will be reported in a supplement.